Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, the call was disconnected. Multiple follow up attempts were made by tandem technical support and no response was received from the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.